Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer received patient x-rays along with note where reporter indicated that recent diagnostic testing had yielded high lead impedance, which could indicate a possible lead malfunction. During manufacturer assessment of patient x-rays, a lead break was visualized in the area of the lead strain relief. Good faith attempts for further information, including plan of action for patient, are currently being made.

Event description:
It was noted that the vns device was turned off due to the lead break. No other relevant information has been received to date.